Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink located 96.3cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis microscopic confirmation noticed that the hypotube was broken 96.3cm from the tip at the severely kinked area. The device could not be functionally tested due to the extreme damage on the device. The device received an overpressure due to the broken hypotube. The ends of the hypotube were crimped and pressure built up to the point of the console receiving an alarm. (15.000kpsi). Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for a pump issues or leaks; however, over pressure issues related to a broken hypotube was confirmed.

Event description:
Reportable based on the device analysis completed on mar 01, 2023. It was reported that error message occurred. The target lesion was located in the lower limb. An angiojet solent omni was used for thrombectomy procedure. However, during the procedure, the device altered an error message and the device found to be leaking. The device was completed with another of the same device. There were no patient complications reported. However, device returned analysis revealed a hypotube break.